Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle device after a percutaneous coronary angioplasty (pta) interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the previously filed MDR report, additional information was received. It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle device after a percutaneous coronary angioplasty (pta) interventional procedure using a 6f sheath. Reportedly, the sutures of the prostyle captured the back (posterior) wall and caused an occlusion; therefore, the physician removed the sutures manually. Manual compression was performed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The reported suture malposition backwall stitch could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of obstruction is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Correction h6- medical device problem code 1142 was removed.